Event description:
The account alleged the brakes would not hold at the head end of the stretcher. No pt impact.

Manufacturer narrative:
The account found that the stretcher was missing the shoulder bolt and nut from the brake pedal linkage. The account replaced the shoulder bolt and nut on the brake pedal linkage to resolve the issue.